Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: per the excel spreadsheet attached to the email: health canada # (B)(4), hospital ref #: (B)(4), (B)(6), space infusion system - perfusor space infusion syringe pump, serial #: (B)(4), date of incident: not listed, software version: version u. Description: no description on the sheet. It is indicated on the sheet that the incident was reported to b. Braun. (B)(4).